Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the 60-6085-202a, vcare 200a ¿ large was being used during a hysterectomy total vaginal robot assisted procedure on (B)(6) 2023 and the ¿the white handle came off the device. There were no injuries to patient or staff.¿. Per further assessment it was found, the device was in the uterus at the time the handle came off and all pieces were removed from the patient. The procedure was completed with ¿another device¿ and there was no delay. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the 60-6085-202a, vcare 200a ¿ large was being used during a hysterectomy total vaginal robot assisted procedure on (B)(6) 2023 and the "the white handle came off the device. There were no injuries to patient or staff." Per further assessment it was found, the device was in the uterus at the time the handle came off and all pieces were removed from the patient. The procedure was completed with "another device" and there was no delay. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-202a in opened original package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection per IFU, the complaint was confirmed. The handle spun due to a break of the inside components. Root cause cannot be determined; however, a possible cause of this event could be a result of torsional and axial loading. Although there was a presence of shrinkage stresses present, this is inherent to the molding process. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.